Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown reunion rsa pilot. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
As per the early product surveillance, it was noted that ¿reunion rsa pilot wire bent during reaming. No delay in procedure.¿

Manufacturer narrative:
An event regarding a bent reverse shoulder pilot wire was reported. The event was not confirmed. Method and results: device evaluation and results: not preformed as no device was returned for inspection. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: not performed as no lot ID was provided for review. Complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because the product was not returned for investigation. No further investigation is possible at this time. If the device becomes available, this investigation will be reopened.

Event description:
As per the early product surveillance, it was noted that "reunion rsa pilot wire bent during reaming. No delay in procedure."